Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The logs confirmed the reported failure mode given there were multiple instances of a controller error alarm triggered during the clinical procedure. The console was returned for investigation. Section 23 of the preventative maintenance was performed and specifications were met. The console operated with a known good pump and purge for a significant time with no anomaly. The controller error is due to an optical bench firmware communication protocol deficiency, resulting in misalignment of data communication packets received by epc. The console software operated as designed. D.2 common device name was revised since the initial manufacturer device report number 1220648-2024-22886 was submitted in accordance with updated procedures. G.1 reporting contact email was revised since the initial manufacturer device report number 1220648-2024-22886 was submitted in accordance with updated procedures. H.4 revised device manufacture date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-22886.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella cp with smartassist for six days. An alarm ¿controller error¿ triggered twice and spontaneously resolved. A backup automated impella controller was used but the same alarm triggered on the second aic. The patient survived the explant.